Event description:
The ge oec 9600 fluoroscopy system had a blank left monitor, found during system check out.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a bad connection in the deflection pcb in the left monitor. The connection was repaired and function restored. The system was further tested, found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure. System malfunction found during system check and repair made after hours. No pt involvement.